Event description:
It was reported that the customer had a button error alarm. Customer's blood glucose level was 128 mg/dl. Customer stated that the alarm still occurred after changing the battery and the keys are fully unresponsive. Customer stated that he had a dual wave running when the alarm occurred. Customer also does not have a back-up plan. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with no button error alarm noted, all buttons function properly however, the insulin pump has moisture on the keypad traces. The insulin pump has cracked reservoir tube window, cracked reservoir tube, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.